Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal had a bubble and the valve was damaged. The customer stated problem was confirmed. When cassette was attached and cassette was remove, the pump alarm, no cassette, not attached properly. Dso was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported during testing that the device displayed the alarm, cassette sensor damaged. No patient injury was reported.